Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was alleged that the battery compartment cap threads were stripped. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/30/2017 with the following findings: evaluation revealed that there were no defects found on the battery cap; all tests passed. Investigators were unable to confirm/duplicate complaint during investigation.